Event description:
The customer contacted baxter's (B)(4) and reported solution came out of the patient line during the prime cycle. The home patient (hp) had previously cycled the power to go through the set-up again. The baxter technical service representative (tsr) asked the hp if she left the clamps open when she cycled the power. The hp stated yes. The tsr explained that if the clamps were open when she pressed 'go' to load the set, that the solution would move freely and would come out the patient line. The hp started over with new supplies. The sample was discarded and lot number was unknown. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up MDR will be submitted.